Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that patient side occlusion alarms occurred. The clinician indicated they were unable to provide any specific details except to indicate the issue occurred more frequently on "neuro patients". There was no patient harm.

Event description:
It was reported that patient side occlusion alarms occurred. The clinician indicated they were unable to provide any specific details except to indicate the issue occurred more frequently on "neuro patients". There was no patient harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.